Event description:
It was reported by the patient's legal representative that the patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, the patient claims damages in connection with the use of biomet mom implant. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. No revision procedure has been reported. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.